Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike connector of a homechoice cassette damaged the heater bag which resulted in a leak. This issue was further described as, ¿small burr on the tip of the spike, which caused the damage to the bag when the connection was made¿. This occurred while connecting the cassette to the heater bag during peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation. A visual inspection with the naked eye identified damaged/broken spike with a burr on the tip. The reported condition was verified on the actual sample. The most probable cause of the condition was due to the manufacturing process of the spike. Twelve (12) retained samples were also evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.